Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a audio tone/vibration (audio tone issue) issue; the pump does not give any alarm for low battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: on investigation, the pump powered on normally with properly-functioning audio tone and vibration. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s audio module. Investigation did not duplicate the complaint.